Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels reached 300 mg/dl while wearing the pod longer than 72 hours. Symptoms reported include high bg levels and a corona virus infection. The patient resumed treatment with pod during hospitalization and the doctor updated the personal diabetes manager (pdm) settings. The patient was discharged after 7 days.